Manufacturer narrative:
.

Event description:
It was reported that the surgery was delayed one hour due to the liner and implant not connecting properly.

Manufacturer narrative:
UDI no: (B)(4). The associated devices were returned and evaluated. Visual inspection of the device noted marring and slight damage from the attempted implantation. A complete dimensional inspection could not be performed due to damage of the part. All undamaged features measured within design specifications. The liner was also able to be assembled using table force. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this issue. A review of complaint history revealed that we have not had any previous complaints for this batch/failure mode; hence we believe this to be an isolated event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.